Manufacturer narrative:
After battery installation, device powered up with a blank display due to moisture damage electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify unexpected battery power loss due to the blank display. Device had cracked battery tube threads, cracked case corner of belt clip rails. Device p-cap or test reservoir locks in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and also had crack at battery compartment entrance. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.